Event description:
It was reported that this patient with an inflatable penile prosthesis (ipp) experienced tenderness to the scrotal site. Upon examination the physician identified an infection at that scrotal site. A surgical procedure was performed during which the device was explanted and replaced with a tactra device. There were no device issues, and there were no further patient complications reported.

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100903314. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4).